Event description:
It was reported that a small volume intermate had particulate matter inside of its reservoir. The device was filled with an unspecified amount of an unspecified antibiotic. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 18, 2014 ¿ december 19, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.